Event description:
Physician implanted endeavor resolute drug-eluting stent (2.25mm x 14mm) to a lesion in the first om with 80% stenosis and no significant calcium. The device was inspected before use with no issues noted. The lesion was pre-dilated. It was reported that the device was found to be fractured under angiography. Another endeavor resolute drug-eluting stent (2.25mm x 08mm) was deployed to cover the stent-fracture segment. The angiogram and ivus then showed a good result. Evaluation summary: the balloon folds were opened and there was liquid present in the balloon confirming that the balloon had previously inflated. There was no damage evident to the device catheter or the balloon. Image review: one still image of the deployed stent was provided by the account. When compared to the device marker band spacing the stent appears to be stretched. There are a number of proximal segments elongated and flattened. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: (root cause of the event could not be determined); inherent risk of procedure ¿ (stent fracture); evaluation, conclusions: inherent risk of procedure ¿ (stent fracture); unknown - (root cause could not be determined). (B)(4).